Event description:
On march 31, 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a kci bed, serial number (B)(6) , model advanta p1600 had a foot end that would not go up or down. Please find additional contact information below. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).